Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 4.0mmx100mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, on initial inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another 4.0mmx100mmx135cm (4f) sterling balloon catheter. There were no patient complications reported.